Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a post-operative check this right ventricular (rv) lead exhibited a drop in rv sensing and an increase in pacing thresholds. The physician is aware and commented he suspects micro-dislodgement of the lead which should settle with time. The rv output was reprogrammed and is under observation. No adverse patient effects were reported.